Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their internal tubing had contamination. The unit was sent to bench repair to resolve the issue. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the internal tubing had contamination. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their internal tubing had contamination. The unit was sent to bench repair to resolve the issue. Repair is currently pending.